Manufacturer narrative:
Insulin pump was received with a severely cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown. Customer reported that we had a pump a while ago that was dropped and the screen is black on half of it. Customer reported that son dropped pump and now only half the display is showing, top left side of the screen can be seen but not the bottom left and the whole right side. Customer stated that the insulin pump was dropped. Customer stated that the insulin pump was dropped when he was at home and trying to bolus. Customer stated that the insulin pump was dropped on a tile floor. The insulin pump will be returned for analysis.